Event description:
When accessing medical images for a particular pt, images for a different pt were displayed.

Manufacturer narrative:
Mckesson medical imaging company engineering examination revealed a rare situation on horizon medical imaging 11.0.x software with hierarchical storage management on which two studies share the same destination location, bag and series. The problem was caused by a human error in configuring the archive configuration file making two devices share the same destination location. The mckesson products that could be affected are the following horizon medical imaging version: with hierarchical storage management (hsm). Since 2008, mckesson customer support has been examining customers site's configuration settings and, if misconfiguration is detected, revising them to eliminate the problem.